Manufacturer narrative:
Method: device history review; results: manufacturing records could not be reviewed because not lot number was provided, the hospital disposed of the screw. The possible causes may be too much torsional force for removal likely caused by hard bone quality and/or improperly prepared screw hole prior to insertion, however the exact cause was not determined and multi-factorial. Conclusion: the exact cause cannot be determined without further a product to inspect.

Event description:
It was reported that when inserting a medially biased screw the surgeon said the screw driver was stripping the screw head and the surgeon couldn't insert the screw any further. Consequently the surgeon tried to extract the screw with the poly adjustment driver and said it wouldn't work however during the removal process the tulip head on the screw broke off of the shaft.

Event description:
It was reported that when inserting a medially biased screw the surgeon said the screw driver was stripping the screw head and the surgeon couldn't insert the screw any further. Consequently the surgeon tried to extract the screw with the poly adjustment driver and said it wouldn't work however during the removal process the tulip head on the screw broke off of the shaft.